Manufacturer narrative:
Upon receipt the lead was cut 10 cm distal to the is-1 connector pin. Only the proximal lead fragment was received for analysis. The medial and distal part are missing. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
T-wave over sensing like wave was observed via hm data. Therefore, it was reported for a lead failure.